Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Although evidence of the customer's reported problem was not identified in the pump event history log, the customer's issue was verified upon simulated use testing. The pump was displaying an error code "10220" message on power up when a battery is inserted during the investigation. The root cause of the issue is unknown. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, software applications were reinstalled as a preventative measure and no further corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error code 10220". No patient involvement was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. Event history log review found an error related to the reported issue. During functional testing was unable to repeat customer's reported problem. Actions were taken to mitigate the reported issue: the software applications were reinstalled as a preventative.